Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a heavily calcified, mildly tortuous, distal to mid, right coronary artery stenting procedure, during pre-dilatation, a nc trek (3.0 x 15 mm) balloon delivery system was advanced without resistance and with the first inflation at 6 atmospheres, the balloon ruptured. The nc trek balloon and balloon delivery system were removed without difficulty and another non-abbott balloon was used to pre-dilate the lesion. Two xience prime stents were successfully used to complete the procedure. There was no adverse patient effect or no significantly delay in the procedure reported. There was no additional information provided.